Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced a power switch broken. This issue happened during set up/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection. The investigation was performed based on the provided information by the customer and field service engineer that confirmed the reported issue. In addition, the following reportable malfunctions were identified during the device evaluation: the main switch unit and the led (light emitting diode) board were damaged. A root cause could not be identified. Based on the results of the investigation, cause was traced to the device, but the investigation could not identify the definitive root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received form the customer.